Event description:
Based on the procedure documentation: "we attempted to retract the helix using standard technique. A tactile click was appreciated after 8-10turns, and the lead developed considerable resistance, with further attempts to retract the lead or remove the stylet. Different strategies to retract the helix was attempted following recommendations from medtronic technical support." The lead was able to be dislodged and removed from patient.